Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. This is a conversion from cc188008, line 289079. Initially it was reported that the device was defective. It was later reported that the device gets very hot during use. The reported event was confirmed. The manufacturers evaluation revealed the stator got twisted at the rotor and the stator winding has come loose. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
This is a conversion from cc188008, line 289079. Initially it was reported that the device was defective. It was later reported that the device gets very hot during use. There was no harm or adverse event for patient, operator or third party reported. No further information received. ***update jbre 19-oct-2021: it was later reported that during knee replacement surgery the device became too hot to handle without pain. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.